Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged with wires exposed. In addition, the wall adapter was noted to be bent. Reportedly, the damage to the charging supplies were preventing the customer from charging the pump. It was confirmed that the pump was able to be charged with different usb cable and wall adapter. There was no reported impact to the customer's blood glucose level. A replacement usb cable and wall adapter were sent to the customer.